Manufacturer narrative:
The investigation was complete on 06-jun-2024. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31228812l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, chest patch sensor error (1007) occurred immediately after the reference patch was applied to the patient. The problem was resolved by touching the base of the patch sensor cable. After the procedure, it was replaced with a backup one. It was also reported that the study was forced to terminate during the procedure. The procedure was continued after re-entering the study. It was also reported that a cardiac tamponade occurred after the procedure. Drainage was performed and patient is in remission. Additional information was received. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Patient improved. The chest patch sensor error (1007) issue was assessed as non MDR reportable. This was highly detectable. The study was forced to terminate issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The adverse event was assessed as a MDR reportable serious injury.

Manufacturer narrative:
E1. Initial reporter phone (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10-may-2024 providing the lot number of 31228812l. Therefore, processed fields d4. Lot, d4. Expiration date and h4. Device manufacture date. In addition, it corrected concomitant from soundstar eco sms 8f catheter to acunav 8f-90. Therefore, processed field d10. Concomitant medical products and therapy dates. Additional information was received on 14-may-2024 stating servicing was not needed for generator/pump. Servicing was needed for carto 3 system. The soundstar catheter was not used for this procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).